Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause is unknown; however, this alarm can be generated due to an incomplete prime. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Connecting before verifying that the patient line is properly primed is a use error addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide instructs the user to verify that the patient line is properly primed and provides step-by-step instructions for properly repriming the patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the initial drain cycle of peritoneal dialysis therapy. The patient stated that the patient line of the cassette was not primed to the top. The patient observed air in the patient line after they realized that the line had been pinched in the door of the homechoice. The technical serviced representative (tsr) assisted the patient in clearing the alarm and advised them to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.